Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited multiple noise reversion episodes. The noise could not be reproduced with isometric movements. All lead electrical values were within normal parameters. The patient was in stable condition. The physician elected to continue to monitor the patient.

Event description:
New information reported stated that the right ventricular lead exhibited noise which inhibited pacing. The noise could be reproduced minimally during arm movement testing. The physician elected to continue monitoring the patient.

Manufacturer narrative:
Correction: expiration date and UDI- this supplemental report is to correct the previous report to include expiration date and UDI number. Correction: manufacturing date - this supplemental report is to correct the previous report to include manufacturing date.